Event description:
It was reported that multiple cartridge alarm 20 occurred during basal delivery with multiple cartridges. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.